Manufacturer narrative:
As only the staple cartridge was returned for evaluation and not the subject device, the cause for the difficulty rpt'd could not be reliably determined.

Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the staples did not close properly and bleeding was observed. The surgeon used another cartridge to complete the procedure. The hosp has reported no pt injury occurred.